Event description:
Information received indicates the foot end casters are not locking when the brake is engaged.

Manufacturer narrative:
The technician found the rocker link was broken. The technician replaced the rocker link to repair the bed.